Manufacturer narrative:
Correction: e4; h6 health effect - clinical code 060109 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Renal failure/thrombocytopenia: the cause of the clinical symptom was not determined due to insufficient clinical details. Tachycardia: the root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility patient was placed onto impella support due to acute myocardial infarction / cardiogenic shock. While on support, patient was placed on continuous renal replacement therapy. Pt had ventricular tachycardia and was given amio and lido. Heparin was turned off due to 50% drop in platelets. Care was ultimately withdrawn and patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.